Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No button error alarms noted. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Event description:
Customer reported that the insulin pump returned a button error alarm and the buttons were not responding. Blood glucose level was 120 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error alarm. No further information was provided.